Event description:
Pt was admitted to hosp in (B)(6) 2011 and catheter was removed (B)(6) 2011. Pt returned to hosp complaining of quick heartbeat possibly arrhythmia on (B)(6) 2012. Upon review of x-ray it was discovered a sheered off portion of catheter approx 5.8 cm was in the pt most likely causing the possible arrhythmia. Portion of catheter removed by ir.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of huri1262 showed no other similar product complaint(s) from this lot number.